Manufacturer narrative:
Na

Event description:
It was reported that a cardiac tamponade occurred. Before the event, the procedure was processed as follows: a cs catheter was placed. Soundstart catheter was inserted into the cardiac cavity and soundmerge was conducted. Fossaview was created with the soundstart catheter and the brockenbrough method was conducted. A ring catheter was placed at lpv. Expansion isolation of lpv was conducted. Then pt became bradycardia when the additional abl at the ridge of the lpv. Blood pressure dropped as well as cardiac arrest occurred, which was confirmed as the cardiac tamponade. CPR and cardiac drainage were conducted then the pt was resuscitated. Bleeding was stopped but the operation was conducted. The physician commented that the event might be caused due to contacting at the cardiac muscle strongly when ablating.